Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a high blood glucose level and blank display. The customer¿s blood glucose level was 423mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis and replacement pump will be sent.

Manufacturer narrative:
Unit alarmed failed battery test after battery installation due to faulty battery tube. Unit functioned properly after unplugging and plugging the battery tube connector into interface board. No blank display anomalies were noted. Unable to perform displacement test or self-test due to failed battery test alarms. Unit was received with cracked case at the display window corner. Unit was received with minor scratched display window and case.